Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 700 mg/dl and a correction bolus was delivered to address the high bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer was treated with an intravenous insulin drip and released on (B)(6) 2016. Reportedly, the customer had been using humalog in the cartridge for 4 days.